Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the subsequent treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, sterile devices from the same lot were returned and testing was successfully performed with no anomalies noted.

Manufacturer narrative:
Weight: estimated weight. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device via a 6f sheath, using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, there was no blood flow coming from the marker lumen when the proglide was positioned in the vessel. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.